Event description:
(B)(4). It was extremely painful having them inserted, I had it done at my doctors office. Since implanted I have had pain where they are in my body. Essure feels like it is poking my insides, sex is painful, if I bend over for too long where they are hurts, I've had back pain and my joints are stiff I have a hard time walking up stairs and standing up when I am sitting on the floor. My period is irregular, I have had my period the same day every month for 25 years, until essure. I have migraines that I can't get rid of even with migraine meds or pain meds. My abdomen hurts most of the time. I have a swollen belly, yes it's from essure, I weighed less 6 weeks before I had essure implanted when I had my child. I spot here and there.